Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user elected to return the ilet after discussing options with a healthcare professional, stating a preference for an alternative system that they believed would reduce low blood glucose. Symptoms included hypoglycemia of unclear cause. Outcomes included no reported alarms, no hospitalization, and no emergency care. Investigation included a review of the event details and user feedback. Investigation of this case revealed no device alarms or specific device malfunction reported, and the device and supplies remained in use at the time of the return request. It was concluded that the cause was unclear.